Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
There were episodes of post-paced t-wave oversensing noted via remote transmission on the device. Technical support was contacted, and reprogramming recommendations were given. The device will be reprogrammed at the next follow-up, and the patient was stable with no consequences.